Manufacturer narrative:
Additional information: e1 (B)(6). A getinge field service engineer evaluated and performed all functional test.checked all tubing and connectors. Reconnected and rechecked pneumatic section multiple times. Need to revisit along with pneumatic module to diagnose it. Customer reported that the error iab catheter restriction error is coming. Then cross checked the safety disk from another machine & it is observed that catheter restriction error problem is resolved but found machine showing the message "iabp maintenance may required message" on the screen. Further checked the machine & found vacuum inlet filter, pressure inlet filter is defective & need to be replaced. Required safety disk, vacuum inlet filter & pressure inlet filter for proper functioning of the machine. Removed the required spare (filter, vacuum inlet).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) auto fill failure. There was no harm reported.